Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. A revision procedure was performed and insulation damage was observed on the ra lead. The physician suspects the insulation damage was due to abrasion within the pocket. The ra lead was repaired with a silicone sleeve and remains implanted. The patient was in stable condition.